Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient had multiple post-operative complications and then experienced a hemorrhagic cva. Given the extent of the injury, the decision to withdraw all care was made and the patient expired. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The most probable root cause of the reported event cannot be conclusive determined; however, there are patient, procedural and pharmacological factors that may have contributed to this event. Possible clinical factors that may have contributed to the reported event include the patient's previous history of hypertension, poor post-operative condition, her deteriorating post-surgical condition and the complexities of her medical management. Death, stroke/neurological dysfunction, renal dysfunction, right heart failure, respiratory dysfunction, and pericardial effusion/tamponade are known potential clinical adverse events associated with vads as outlined in the IFU. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that this (B)(6) female patient experienced a hemorrhagic cerebrovascular accident (cva) and expired after all care was withdrawn. Post-operatively, this patient was returned to the intensive care unit (ICU) for delayed chest closure. Over the course of the next two months, her condition deteriorated with renal failure requiring intermittent dialysis, a cardiac arrest requiring cardio-pulmonary resuscitation, right heart failure requiring extracorporeal membrane oxygenation (ECMO), pericardial tamponade requiring surgery, leg ischemia requiring amputation and episodes of respiratory failure requiring multiple re-admissions to the ICU. She then developed a "blown" pupil while still hospitalized. A computerized tomography (CT) scan revealed a right frontal intra-axial hemorrhage with intra-ventricular extension. In addition, the CT demonstrated signs of increased intra-cranial pressure with significant midline shift to the left with transtentorial herniation. Her mean arterial pressure at this time was reported to be 80-82 mmhg and medications included warfarin, aspirin (100mg) and clopidogrel (75mg). Laboratory findings included an international normalized ratio (inr) of 2.5. Given the extent of the injury, the decision was made to withdraw all care and the patient expired the next day. No autopsy was performed and the device was not explanted prior to patient burial. The physician reported that these events were not related to the device and were related to the patient's deteriorating condition and to the complexities of her medical management. Clinical factors that may have contributed to these events include the patient's previous history of hypertension, poor post-operative condition, her deteriorating post-surgical condition and the complexities of her medical management. The device was not returned to the manufacturer for evaluation.